Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31824129l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the patient experienced pericardial effusion that required hospitalization and drainage. A pericardial effusion occurred after left atrium pre mapping during octaray use; however, it was reported that ablation was performed prior to noting the pericardial effusion (13 ablations for cti (cavotricuspid isthmus). Effusion was confirmed on intracardiac echocardiography. Pericardial drainage was performed and admission to the ICU (intensive care unit). The patient recovered and was discharged after a few days of hospitalization. The hospitalization was prolonged (approximately one additional week). The cause of the adverse event is unknown, and there was no relationship with biosense webster products. Procedural activated clotting time during procedure was around 300 seconds. The catheters were exchanged four times and one transseptal puncture site. Energy delivered was radiofrequency. There were 13 ablations performed outside the pulmonary veins and none within the pulmonary veins. An irrigated catheter was used in the event, with flow settings of 2ml/min during mapping, 4-15ml/min during ablation. Visitag coloring setting was tag index. There were no issues with flow rate change at the start of ablation and no error messages observed on biosense webster equipment during the procedure. Parameters for stability was 3 seconds with additional filter of fot and ai.